Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. A day prior to the peritonitis diagnosis, the patient experienced cloudy pd fluid and was treated with vancomycin injection (1gm, every 3rd day, intraperitoneal, discontinued after 13 days) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued after 13 days) for the events. It was reported that the patient was not hospitalized for the events. The same day as the peritonitis diagnosis, the patient has recovered from cloudy pd fluid. Ten days after the peritonitis diagnosis, the patient has recovered from peritonitis. Pd therapy was ongoing.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.